Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had unknown mentor saline prostheses placed experienced bilateral deflation post procedure. As a result, the patient underwent bilateral prosthesis replacement with 450cc mentor memorygel breast implants on (B)(6) 2015. The patient had events with the replacement implants reported under 1645337-2021-08017 and 1645337-2021-08018. See 1645337-2021-08180 for contralateral prosthesis report.